Event description:
A customer reported an error message, "replace sensor your sensor is not working please remove your sensor and start a new one," when the customer scanned the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer experienced unspecified symptoms of hypoglycemia and felt like she was going to pass out. Healthcare provider contact was made, and the customer had blood work obtained and an EKG performed; however she could not recall other medication provided for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor your sensor is not working please remove your sensor and start a new one," when the customer scanned the adc freestyle libre sensor on (B)(6) 2021. As a result, the customer experienced unspecified symptoms of hypoglycemia and felt like she was going to pass out. Healthcare provider contact was made, and the customer had blood work obtained and an EKG performed; however she could not recall other medication provided for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.